Manufacturer narrative:
Pump error 63 alarm confirmed in the device history and during self test due to broken trace. No pump error 42 alarm and no pump error 3 alarm noted. No missing segments or partial display during test. Pump error 54 alarm found in the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and also had discoloration of screen. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated they performed displacement test and it was passed and also they performed self test and hardware low level failure alarm occurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.